Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Agent would like to add that the patient was hard to follow at times; agent documented the call to their best ability. The reason for call was that their stimulator battery diminished and ran down because they saw an informational message on their monitor; agent understood that the patient saw eos. The patient was redirected back to their healthcare provider to further address the issue. An email was sent to the local field representatives for visibility and for a callback request; agent did not promise a timed-response. No symptoms were reported. On 2025-mar-21 additional information was received from the manufacturer representative (rep). Rep reports they cannot confirm if the patient saw eri/eos or another message, but that over the phone it sounded like eos. Rep reports the cause of the stimulator battery running down was not determined. Patient is consulting with a neurosurgeon for next steps-potentially new spinal cord stimulator or a pain pump.

Manufacturer narrative:
G2 company rep was also a complaint source for previously submitted report. G3 date differs from previously submitted report as that is the date information was received from a company rep. As specified in previous b5 narrative. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported they are still using their stimulator but is scheduled for a replacement on (B)(6) 2025 because the battery is old and needs to be replaced. Patient reported a message on their stimulator (reasonably referring to the eos message), and indicated the issue was not yet resolved. Patient provided healthcare information.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt reports that only their battery will be replaced on (B)(6) 2025. Pt reports the cause is that "ten years is the probable battery length". Pt states that resolution of their issues won't be final until after surgery. When prompted for contact information for the physician patient saw to discuss next steps/device removal, patient reports "the device isn't being removed".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.